Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynx vascular closure device, the balloon burst when the polymer was brought to the vessel wall. The doctor tested the balloon before the mynx was used on the patient and the balloon was noted to be working properly. There was no patient injury and the device will be returned for analysis. This is one of four cases reported by the same account. The procedure was an interventional peripheral (dilatation / stent). There were 3 antegrade approaches and 1 retrograde approach. The user was mynx certified. The sheath manufacturer was a 6f brite tip cordis. The vessel type was arterial. Three cases were completed with manual compression and 1 with a starclose. The hospital stay was not extended for the 4 patients and the patients recovered. The mynx vcd was prepped according to IFU instructions. The balloon burst was noted at the distal end of the sheath after removal.

Manufacturer narrative:
During use of a 6-7f mynx vascular closure device, the balloon burst when the polymer was brought to the vessel wall. The doctor tested the balloon before the mynx was used on the patient and the balloon was noted to be working properly. There was no patient injury. This is one of four cases reported by the same account. The procedure was an interventional peripheral (dilatation / stent). There were 3 antegrade approaches and 1 retrograde approach. The user was mynx certified. The sheath manufacturer was a 6f brite tip cordis. The vessel type was arterial. 3 cases were were completed with manual compression and 1 with a starclose. The hospital stay was not extended for the 4 patients and the patients recovered. The mynx vcd was prepped according to IFU instructions. The balloon burst was noted at the distal end of the sheath after removal. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned with the device. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 4.5 mm from the balloon proximal neck. A device history record (DHR) review of lot f1813002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear reported could not be conclusively determined during analysis. Based on the limited information available for review, access site vessel characteristics (balloon lost pressure when brought to vessel wall) or sheath tip condition factors (although not returned and not reported damaged) may have contributed to the reported event since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.